Event description:
It was reported that during a ptca procedure, the catheter shaft broke while advancing into the guide catheter. The device was removed without incident. No pt injuries or complications.